Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) wheel and axle assembly did not eject with the handles in rescue mode, missing hardware and screws on back portion. There's a panel that is bent in as well.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3 and h11. Corrected field: h8. Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. As a result, no follow up emdr is necessary. Please cancel in your database.